Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics found. The backlight display functioned properly. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is exposed to fluid. Customer also states that the she was unable to turn on the light and the buttons are not responding. The blood glucose reading is 69 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.